Event description:
It was reported that during a rt nephrostomy tube placement procedure, a suture thread on the flexima drainage catheter broke causing the positon of the tube to be suboptimal necessitating a subsequent open laparotomy. The flexima nephrostomy drainage catheter was placed into a child's kidney, and as the physician was withdrawing the stiffener and attempting to coil the loop into the desired pigtail shape and catheter would not reform. Subsequently, the physician pulled hard on the suture thread causing the thread to break. The tube then migrated into a suboptimal position necessitating the need for an open laparotomy to remove the drainage tube. The procedure was completed with another flexima drainage catheter. The patient's condition after the procedure was listed as "stable". The physician listed the event as "resolved" and "possibly related to the procedure". The physician's assessment of the relationship of the event to the device was listed as "unknown". Additional queries for information have been attempted with no response.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.